Event description:
During a routine hemodialysis treatment, the operator observed a kink in the tubing next to the access pod and a brown speck in the blood line and decided not to perform rinseback, resulting in an estimated blood loss of 190 cc. When the cartridge was removed from the cycler, no foreign material was found. The patient's routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was discarded and not available for evaluation. The reported kink in tubing and brown speck in blood line could not be confirmed. Kinks are a known and expected phenomenon associated with tubing sets. The user's guide further instructs the operator; "do not use a cartridge with kinked blood lines. Kinked blood lines can damage blood cells. Always inspect for kinks before use." A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding inspection of the cartridge prior to the start of treatment. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.